Event description:
It was reported that the pt lost access to sound a few weeks after implantation. The pt reimplanted on (B)(6) 2013 with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.